Event description:
Carefusion received a report from the customer (B)(6) 2011, that the elbow portion of their resuscitation bag part# (B)(4) snapped in two pieces during resuscitation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The customer sample received was evaluated and it was observed that the elbow portion ((B)(4)) was snapped. It is believed this occurred because the plastic of the elbow component was not molded properly during manufacturing. The reported issue was confirmed. The potential root cause is that molding parameters for the plastic elbow were modified in error, causing damage to the mold cavities of part number (B)(4). As result the piece was not filling completely. The corrective action implemented was that the mold (B)(4) was repaired. The repairs consisted of restoring the normal parameters for loading and holding during the molding process of this piece. This resolved any issues that had been observed due to the lack of complete filling of the mold. The maintenance was documented in work order (B)(4). After repairs, the mold is now manufacturing within normal parameters. Carefusion (B)(4) post-market surveillance was historically managed by (B)(4)via a transitional service agreement from (B)(4) 2009 through (B)(4) 2011, since carefusion officially spun off from (B)(4) as of (B)(4)2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.